Event description:
It was reported that prior the procedure, it was found that the device had low energy. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the servo mirror has spots and it is recommended the replacement to resolve the issue. No further issues were identified during service. It is likely that the malfunction found could have affected the device performance, leading to the reported event. The reported device allegation was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Since the component failure was identified without any design or manufacturing issue and based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the procedure, it was found that the device had low energy. Due to this, the procedure was completed using another device. There were no patient complications.